Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue involving the up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons had intermittent response and required multiple button presses to evoke a response. All the buttons were sticking and hyper-responsive which caused scrolling in response to button presses. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, the display was noted to be dim, faded and discolored. Adjustment of the contrast setting did not resolve the issue.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.